Event description:
It was reported that revision surgery was performed. Approximately 9 months ago the patient started to experience pain in the hip/groin during flexion and a reduced range of motion in flexion. The surgeon reportedly stated that the symptoms were consistent with iliopsoas tendonitis.